Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The patient was asymptomatic. The patient would be monitored normally.

Event description:
New information noted that the asymptomatic patient presented remotely via merlin.net transmission on (B)(6) 2018. Review of the transmission noted post paced t-wave oversensing on the implantable cardioverter defibrillator. The oversensing was noted on the stored electrograms. The patient did not received therapy during the oversensing. Programming changes were discussed. No additional information was reported.